Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 18apr2024, it was stated that the customer had washed the touchscreen with soap and water several times to remove the foggy film that was covering it. The customer reported that, following the cleaning, the touchscreen began to work. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Contact office phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was not properly responding to touch. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had to hit the touchscreen a few times to get it to respond. The customer completed a calibration of the touchscreen while speaking with the rse by phone and was able to successfully pass the calibration. However, while checking in the diagnostic mode, the customer found some areas that did not respond to touch. The customer informed the rse that there was a fog coating the touchscreen. The rse recommended replacing the touchscreen part and provided the touchscreen part information. This investigation is ongoing.